Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the patient came in complaining of shortness of breath and dizziness. The rv lead had noise with pacing inhibition. Lead fracture by subclavian crush was confirmed by x ray. The lead was capped and a new lead was placed.